Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following an unrelated surgical procedure, the ipg would not communicate with external devices. It is not known if surgery mode was enabled prior to this procedure. After troubleshooting, the ipg paired with external devices, and the issue was resolved.